Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 g, route, frequency and duration were not reported) and ceftazidime injection (1 g, route, frequency and duration were not reported) for peritonitis. Antibiotic treatment and pd therapy were ongoing. The patient was recovered seven days after the event onset and was discharged from the hospital. No additional information is available.